Event description:
Two pt's samples with discrepant results, when compared to another analyzer - same methodology. Pt 1, initial probnp gave <35000 pg/ml on e601. Same sample was diluted and repeated twice; once on e2010 giving 4461 pg/ml, and once on e601 giving 64608 pg/ml. Pt 2, initial hcg gave 51.59 miu/ml, after dilution on e2010. Same sample was repeated four times; twice on e2010 giving <1000 miu/ml and 121939 miu/ml with dilution, and twice on e601 giving >10000 miu/ml and 118062 miu/ml with dilution. Erroneous results reported. Pts not adversely affected. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.